Manufacturer narrative:
Evaluation codes: code-213: the review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient underwent treatment of a chronic stanford type b dissection with two conformable gore tag® thoracic endoprostheses, tgu313120j/(proximal), tgu282810j (distal). A slight type ii endoleak was observed distally, but was not treated. The patient tolerated the procedure. On (B)(6) 2019, the patient presented a new dissection in the ascending aorta. In order to treat the dissection, the patient underwent an emergent open surgery, and a tar (total arch replacement) was performed. The patient tolerated the procedure and was transferred to ICU (intensive care unit). The physician stated that there were two new entry tears in the ascending aorta near the pus (partial uncovered stent) of the tgu313120j. He stated that it was unknown if the new entry was device-induced or the disease progression. The clinical specialist commented that "there was no excessive over-sizing or bird-beak (stress to the aortic wall by stent-edge)".